Event description:
Unomedical reference number (B)(4). Event occurred in the colombia. On (B)(6) 2024, it was reported by the patient faced an issue with the two damaged infusion set and two damaged reservoirs which attributed to the blocked insulin flow. The patient changed the entire system to fix the problem two infusion sets and two reservoirs in a row until the third infusion set worked without consequences. The current blood glucose level was 216 mg/dl. The patient was requested to change the infusion set and reservoir. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-01298- device 2 of 2.